Event description:
Pt brought up to upright position on x-ray table, footboard slid down dropping off end of the x-ray table causing pt to fall downward landing in a sitting position on floor. Footboard failure. Wt. Limit 440 lb.